Event description:
It was reported that the device delivered an alert that the high voltage lead impedance was high out of range. Measurements taken in clinic continued to show out of range. Technical services requested sessions records.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.